Event description:
It was reported that during the initial implant procedure, high pacing threshold on the right ventricular lead was observed. Lead was not used and was replaced. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.